Event description:
The novasure machine would not operate. The patient's uterus measure 6cm long and 2cm wide. The equipment will not function if the uterus is less than 2.5cm wide. The procedure was aborted. The vendor representative recommend we return the device to hologic.what was the original intended procedure?ablation.device #1is this a laboratory device or laboratory test?no.